Event description:
It was reported that a cc4204bf collamer plate lens was loaded incorrectly and inserted upside down. The lens was removed without any pt injury.

Manufacturer narrative:
No complaint against product. Visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens.